Event description:
Upon arrival pt found supine in bed. Fire dept was on scene prior to arrival. Fire dept was using their AED & shocked 3 times before medics arrived. Pt was in v-fib and was shocked by mediccat 360 s. Upon the next shock the lp1op would not deliver a shock. Pt had no compromise due to still having an AED on scene if needed. Pt went into aystole & was transported to hospital.